Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 388 mg/dl greater than 4 hours. The customer reported hyperglycemia was treated with an insulin pump and manual syringe/manual injection. The event involved product(s) mmt-1884, mmt-332a, mmt-242a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. The customer reported receiving a battery failed alarm. The customer was using the correct battery cap for the pump. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No further patient complications were reported. No product return is required for mmt-1884, mmt-332a, mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump memory data was reviewed. On 06-feb-2026, a low reservoir alert was received at 02:26. At 05:22, a rewind was performed with a 3.3u tubing fill and a 0u cannula fill. A second rewind was performed at 05:44 with a 9.7u tubing fill and a 0u cannula fill. At 05:57, a manual bg value of 228 mg/dl was entered and a 7.7u correction bolus was delivered. At 07:59, a manual bg value of 254 mg/dl was entered and a 9.4u correction bolus was delivered. At 08:35, a manual bg value of 293 mg/dl was entered. Low reservoir alerts were received at 08:38 and 08:44, followed by a reservoir estimate zero alert at 08:51. At 08:53, a 25u bolus was delivered instead of the recommended 3.8u due to user modification, with bg and food input entered. At 09:18, a rewind was initiated; however, a motor error alarm occurred. Between 09:10 and 09:21, three pump error 43 alarms were received and promptly cleared by the user. At 09:22 and 09:26, pump error 37 alarms occurred. Between 09:30 and 09:55, four pump error 38 alarms were received, all of which were cleared by the user. At 09:57, the first of multiple failed battery test alarms was received, which ultimately led to battery removal. The relationship between the reported hyperglycemia event and the failed battery test alarm is determined to be unlikely. Review of pump memory data shows that the device generated appropriate battery-related alerts to notify the user, and insulin delivery activity was documented prior to battery removal. Based on the information provided in the complaint, pump memory review, product analysis findings, and medical assessment, the relationship between the reported hyperglycemia event and the pump error alarms is determined to be most likely. Pump memory data documented multiple pump error alarms (errors 43, 37, and 38) during the event timeframe, which interfered with normal pump operation, including the rewind process, and necessitated device replacement. The relationship between the reported hyperglycemia event and the failed battery test alarms is determined to be unlikely, as these alarms occurred after the pump error alarms." This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.